Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted and a firmware download was performed, however, the device was still unable to be interrogated using rf telemetry. No additional intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate the device via rf telemetry was confirmed. Device records were provide for analysis by abbott. Based on the information provided, it was determined that the radio frequency (rf) telemetry capability was disabled due to an internal error. The root cause of the internal error was unable to be determined.